Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Seven additional sealed devices were returned from the same lot number. Our laboratory evaluation of the opened, used device said to be involved confirmed damage to coating. The wire guide exhibited damage beginning near 25 cm mark on the distal end of the device. Approximately 22 cm of core wire is exposed on the wire guide, and the detached coating was returned with the complaint device. All detached materials appear to be returned. A discrepancy or anomaly that could have contributed to this observation was not found during our laboratory analysis of the returned product. During our laboratory analysis of the seven sealed devices included in the return, the sphincterotome was prepped and was advanced through a duodenoscope placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160vr).the breakthrough channel was utilized the full length of the channel. The wire guide performed as expected for all of these devices and no damage occurred during the zip exchange. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The wire guide subassembly device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome pre-loaded sphincterotome. In this case, the [wire] guide peeled [coating damage].